Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer loaded a new cartridge and was able to receive an accurate fill etimate. During the call with tandem technical support, the customer also reported experiencing a low blood glucose event. The customer's blood glucose was 52 mg/dl. The customer believed that the low bg could have been due to house work and keeping busy. The customer ate lunch to treat the bg level and tandem technical support recommended to consult their health care provider.